Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was slowly and gradually pressurized, however, it ruptured before reaching 12 atm. The procedure was completed with another of the same device. There were no patient complications reported.